Manufacturer narrative:
This report is submitted on june 3, 2022.

Event description:
Per the clinic, the explant of the device was elective on (B)(6) 2022 due to pain and the patient wanting the device explanted.